Event description:
(B)(4). I was never informed that the essure devices had nickel I have a nickel allergy that causes severe inflammation and pain. Severe bloating, extremely abnormally heavy periods, very large blood clots( no history of blood clots or heavy periods. Overly frequent periods and bouts of unexplained bleeding. (From 3 periods a year to 3 a month). Depression and anxiety attacks, my dr. Is now putting me on a hysterectomy list .... Thanks a lot essure for nothing but pure hell......